Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the o2 is leaking. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Onsite service was sent to the customer. A field service engineer (fse) went onsite and replaced the o2 manifold per the customer's request. The replacement of the o2 manifold resolved the issue. The device passed required performance verification tests per philips standards and was returned to service.